Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tka surgery was performed on (B)(6) 2019 by implanting the femoral component (p/n: 150410107), the tibial tray (p/n: 150670005), the tibial insert (p/n: 151640705), the patella (p/n: 151820035). It was confirmed by the post-operative x-ray that a slight notching in the anterior flange of the femoral component, however the surgeon judged it was acceptable. It was reported that the patient complained pain after 2 weeks from the tka surgery and it was revealed that fracture at distal part of femur. Thus, the plate fixation surgery was performed with an axsos distal femur plate (manufactured by stryker) on (B)(6) 2019. The surgery was completed without a surgical delay. The patient¿s postoperative process was favourably. Doctors comments: it was considered that it was not products problem and the cause of that was a notching in the anterior cortex of the femur due to technical problem. Possible cause: the range of motion before the tka surgery was originally poor around at 50 degrees and it was considered that poor bone quality due to decreased activity. There was a possibility that the implants were inserted at the tka surgery slightly extension position due to the brittle bone. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.